Event description:
It was reported that prior to surgery, it was observed that the motor device was "heating". There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There was no patient involvement reported. No injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.